Event description:
It was reported that during testing conducted at the manufacturer facility the device was not running in the correct mode; it was running in reverse when in forward mode. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during testing conducted at the manufacturer facility the device was not running in the correct mode; it was running in reverse when in forward mode. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported event was confirmed by a manufacturer repair technician through functional evaluation. During device evaluation, it was noted that the e-box screws were missing, for which a manufacturing issue was determined to be a potential cause. The device was repaired and returned to the manufacturer loaner pool.